Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed. The tip was cracked at the tip-shaft junction. There was a dent on the tip that was likely made by contacting a hard object. Stretching of the inner polymer jacket and tip polymer was observed at the torn end of the tip. The separated tip was approximately 3mm long and remained on the guide wire. The mid part of the separated tip was necked as the separated tip was stretched. Circumferential cracks made by tensile stress were observed throughout the separated tip surface. The above finding suggested that the tip originally 5mm long was stretched into 6mm long; location of tearing was assumed to be at approximately 2mm from the distal end of the tip where the end of the braid tube originally located. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed separation of the tip. The applied stress would exceed the product design limit when the tip was being trapped by the tortuous and calcified lesion, making the tip become stretched and therefore stuck on the concomitant guide wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a percutaneous coronary intervention (pci) to treat a severely tortuous, calcified, diffused 90-99% stenosis in the left anterior descending artery (lad) #9 (first diagonal branch). The microcatheter was advanced over an asahi sion blue guide wire and crossed the lesion. The microcatheter was then exchanged to a balloon catheter when a marker-like object was found under fluoroscopy. The physician confirmed it was a separated part of the tip of the microcatheter. Another guide wire was delivered parallel to the sion blue guide wire and caught the sion blue distal to the separated tip to successfully remove. The pci was successfully completed with reestablished blood flow by stenting. There were no adverse patient effects associated with this event.